Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the difficult-to-insert allegation was confirmed, failed stylet test insertion on terminal segment immediately at ~5mm into the terminal pin. Microscopic inspection show evidence of dried blood fluid in terminal pin. The lead-body-damaged allegation was not confirmed, no anomaly noted except for the lead being severed in 2 segments. Lead resistances of both segments measure normal indicating conductors are intact. X-ray showed no fractures.

Event description:
It was reported that this right atrial (ra) lead exhibited damage on the lead body. The stylet had issues to travel within the lead. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited damage on the lead body. The stylet had issues to travel within the lead. The lead was removed prior to pocket closure. Another lead was used to complete the procedure. No adverse patient effects were reported.